Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported nivolumab was primed but the 0.2 micron low sorbing tubing to distal filter junction was loose/ falling off when hanging to prepare for patient administration and the medication leaked. A nurse was exposed although no medical intervention was needed.